Event description:
The customer reported that the subject device displayed an e433 error code continuously. The reported issue was observed during a therapeutic gynecological procedure. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event.

Manufacturer narrative:
E1: (B)(6). The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e433 error code) was confirmed and found to be caused by a high voltage power supply (hvps) board failure. In addition, service found that there were cracks around the sockets and/or at the sites of the front panel, the cover was scratched, the software must be updated, and the socket of the foot switch was defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that an e433 error code occurred due to a defective hvps board. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.